Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report number 1627487-2019-08944. It was reported that high impedance issue was observed on the lead. Programming changes were made, and the lead therapy was turned off. A procedure occurred on (B)(6) 2019 and the extension was damaged. No further information is available at this time.